Event description:
It was reported that during operation t2 passed through the tissue but it was come out while t1 was being deployed, they were not both deployed. No patient injury or delay was reported. The procedure was finished with a back up device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture except for the sutures tail end are free from the needle. The suture has not been cinched. The ts and suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during operation t1 and t2 were deployed simultaneously. Needle was passed through the meniscus and while t1 deployment, t1 and t2 both deployed. A backup device was available to complete the procedure with no delay or patient injuries.